Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number unavailable. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Site declined to replace the suspect open spine clamp. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that while in the site's sterile processing department, a spinous process clamp was discovered to have a stripped screw. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.